Manufacturer narrative:
Analysis was not able to be performed by philips; however, remote technical service personnel did communicate with the customer. The customer refused remote service, requesting onsite service; however, they later canceled the onsite service indicating they re-installed the piic software which seemed to resolve the issue. Based on the results of the information available, it was determined that the product has malfunctioned and although the cause was not able to be confirmed, the most likely cause of the reported problem was related to the software. The issue was resolved by reinstalling the software and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating intermittently some alarms are not generating audible tones at the picix station. The device was in use on a patient at time of event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.